Event description:
It was reported that an unknown alarm occurred on a homechoice (hc) device during the priming phase of automated peritoneal dialysis (apd) therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4).as the cassette was not returned, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.